Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields:d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, is it likely that the scope communication error b30 was caused by the defective image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope received a b30 scope communication error. The issue occurred during inspection for use. There were no reports of patient harm.